Manufacturer narrative:
H10: internal complaint reference: (B)(4). H3, h6: the reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. There was no relationship found between the device and the reported event. Insufficient product identification information was provided and thus a complaint history review could not be performed. Insufficient product identification information was provided and thus a manufacturing record review could not be performed. Based on the information available, there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. Insufficient product identification information was provided, and thus, an instructions for use review could not be conducted. Insufficient product identification information was provided, and thus, a risk management review could not be conducted. No conclusions can be made from this publication as its limited to the information provided and further investigation is not possible. No further clinical assessment is warranted at this time. The complaint was not confirmed. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.

Manufacturer narrative:
(B)(4). Wolfson, t. S., & struhl, s. (2020). Continuous loop double cortical button technique for distal tibiofibular syndesmosis stabilization: a technical note and case series. Techniques in foot & ankle surgery, 19(2), 104-113.

Event description:
It was reported that on literature review ¿continuous loop double cortical button technique for distal tibiofibular syndesmosis stabilization: a technical note and case series" after surgery with an "endobutton" a patient had wound erythema, punctate wound breakdown with drainage requiring antibiotics and revision surgery for debridement and hardware removal.